Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. Eval description: the reported field complaint of possible circuit damage and low impedance were confirmed in the lab via review of stored egms and device images. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the possible circuit damage could not be determined.

Event description:
It was reported that hv shocks were aborted due to possible output circuit damage, low impedance was observed on the lead. Device was explanted and replaced.